Event description:
Boston scientific received information that this patient was undergoing an upgrade procedure and it was reported that when this right ventricular (rv) lead was placed into the cardiac resynchronization therapy defibrillator (crt-d) there were shocking lead impedances of greater than 125 ohms noted. The physician then placed the rv lead back in the old implantable cardioverter defibrillator (ICD) and impedances were also greater than 125 ohms. The physician believed there was an issue with the integrity of the lead. The lead was surgically abandoned and a new rv lead was placed. Upon connection of the new lead, impedance measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.